Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer ate breakfast then goes high, blood glucose was 237mg/dl they took 3.1 units of insulin and blood glucose went up to 400mg/dl then 450 mg/dl then he gone to gym. The customer was been using pens to bring blood glucose down. The customer was using an insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the drive support cap was normal. Customer performed the high pressure test and it was passed. The device will not be returned for analysis.